Event description:
A patient in acute renal failure "coded" during hemodialysis in the acute unit of the facility. Inspection found the entire set-up to be correct. The facility has not attributed this report to any baxter products. The technician would not release information regarding the specifics of the event or the patient's outcome.